Event description:
Two channel disconnect entries were discovered in a review of the device event log. The log showed that the module was not actively infusing at the time of the disconnects, however it is uncertain as to whether or not the device was connected to a pt at the time of the channel disconnect events. There was no report of pt harm and no pt or event info was available.

Manufacturer narrative:
(B)(4). Log review. The occurrence of channel disconnects in the device log was identified through device log review subsequent to a customer site visit, which was performed on (B)(4) 2011, to evaluate the customer's report of communication errors and channel disconnects. The customer did not report any pt involvement with this device. The channel disconnect issue could not be duplicated on the device during investigation at the customer site. Although other devices inspected at the customer's site had indications of iui contact related issues and exhibited the presence of contamination, we could not definitively determine the cause of the logged channel disconnects for this device. The root cause for the channel disconnects is unk.